Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30985, 1627487-2020-30986. It was reported that effective therapy was never established with the patient's drg system. In turn, surgical intervention was undertaken wherein the entire system was explanted to address the issue.